Event description:
It was reported that x-ray did not work. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the x-ray doesn¿t work. Review of log files showed that the system had unexpected os startup. The fse replaced the host pc/hard disk drive and reinstalled the operation system (os) and application. The fse restarted the system multiple time and took pictures to check the operation. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.